Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed new software release detected, external flash error and failure of flash memory. The customer was advised to clear the alarm with esc and act button and the customer received a second new software release detected alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump constantly alarmed due to problems isolated to the mother board. Unable to verify other alarms. The pump had a deep scratch on the display window and a cracked reservoir tube lip.